Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updates fields: b5, g3, h2, h3, h6 and h11. Based on the results of the investigation the customer allegation was not reproduced. Additionally, the investigation identified residual fluid, and foreign material coming out of biopsy channel and error message e315 was displayed due to corroded scope connector. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had a thin blue liquid drip, even after cleaning. There were no reports of patient harm.